Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was first received from a patient (B)(6) 2022 who was implanted with an implantable neurostimulator (ins) for urinary d ysfunction. It was reported that the patient has a doctor's appointment with urologist coming up and they can't get their programmer to do anything such as increase or decrease. Patient tried communicating with and without the antenna attached. They continue to se e poor communication which they confirmed this is the screen they keep on seeing. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional (hcp) august 19, 2022. The hcp reported that the cause of the poor communication screen is unknown. They confirmed it was not caused by normal battery depletion. They did not indicate what steps were taken to the resolve the issue, but did confirm that the issue is resolved.